Event description:
It was reported the customer had moisture and a black substance inside their recorder. Customer stated the foreign substance was between the pins of the recorder and would prevent the recorder from uploading. The customer's recorder will be sent back for analysis. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The transmitter was unable to charge due to a broken pin. No functional testing could be performed due to the charge anomaly. The transmitter also had contamination on all contact pins.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.